Event description:
A ventilator was returned to the manufacturer for foam remediation. During the evaluation of the device at the manufacturer's service center, initial power up issue occurred. The device logs were unable to be obtained. There was no harm or injury reported. The inlet air path assembly and removable air path foam was replaced per remediation. The customer has requested that no repairs be done to the device.